Manufacturer narrative:
D2b: lgw - qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 15929897. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation and the remote control was not able to connect to the implantable pulse generator (ipg). The patient had difficulty charging the ipg and had to frequently charge it on an extended time and had difficulty charging beyond two bars. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced and relocated to a new pocket, leads were revised, and two new leads were added. The explanted products will not be returned per hospital policy and patient was doing well postoperatively.